Manufacturer narrative:
Zoll service investigated the thermogard xp ivtm system (sn (B)(6) at the customer site. The reported complaint that there was an issue with the cooling circuit of the thermogard console was not confirmed during the review of the system's log data files or functional testing. The thermogard system functioned as intended. The event log review showed no significant discrepancies or error messages. The thermogard xp ivtm system passed functional tests without issues or faults. Following service, the thermogard system passed all testing criteria.

Event description:
The customer reported there was an issue with the cooling circuit of the thermogard xp ivtm system (sn (B)(6) during the cooling phase of ivtm therapy. To continue treatment, they switched to a different thermogard console. No additional details were provided. The patient was not in danger.